Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an atrial fibrillation ablation interventional procedure. Reportedly, there were three access sites in the right groin, one 7f superiorly, one 7f middle, and one 6f inferiorly moving down the common femoral vein. During the procedure it was decided that the superior 7f access site would need to be upsized to 12f for the ablation. The 7f sheath was re-wired, removed, and the first proglide device was deployed; however, when the plunger was removed there was no suture attached, just the 'o' link. Re-wiring was performed and the proglide device was removed. When the device was removed it was noted that the suture was present, sticking out of the access site, and could not be removed; therefore, the suture was trimmed with the suture trimmer. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the atrial fibrillation ablation with radiofrequency procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. When the middle 7f sheath below the superior 7f access site was attempted to be removed, it could not be removed even with increased effort. The sheath was rewired with the dilator which passed through easily but still could not remove the sheath. X-ray with fluoro revealed that there were two punctures in the sheath, the physician then realized that the suture had gone through the sheath. It was decided to investigate the sheath using optical coherence tomography and potentially attempt to remove the sheath using an angio balloon, instead, the 7f dilator was reinserted several times and the sheath came free and was removed. When the sheath was removed the suture was clearly seen entering and exiting the sheath and the pre-tied knot was unraveled on the outside of the sheath. There was no injury to the patient. The physician feels that this is the suture from the initial failed proglide device deployment. The physician thinks that this may have been due to an unusual angle of positioning the sheath when gaining vascular access, and that the sheaths may not have been in-line with each other, which may have caused the 7f sheath to become stuck between the footplate and the needle exit port. There no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported device entrapment, suture malposition and damage cause by another device could not be replicated in a testing environment as they resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported for this lot. The reported difficulties appear to be related interactions with the procedure sheath during deployment of the proglide. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1562 was removed.